Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 1500mcg/ml at 500.1 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient's pump pocket incision was too small, which caused the incision to open. The 40 ml pump was explanted and replaced with a 20 ml pump. Actions/interventions taken included replaced with a smaller ml pump and a bigger pocket was made. The issue was resolved at the time of the event and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.